Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized due to a suspected infection. Antibiotic treatment was started, and the implantable cardioverter defibrillator (ICD) system initially remained in use. It was further reported that the ICD system explant was postponed due to the risk factors associated with two dual coil leads with dwell time of roughly combined twenty-five years. The patient developed bacteremia and sepsis/septicemia and a decision was made to now explant the ICD system. During the explant procedure, the right atrial (ra), right ventricular (rv) and previously capped rv leads were removed via laser sheath. Upon removal of the laser sheath, cardiac tamponade occurred, and the patient¿s pressures began to fall. A rescue balloon was deployed, and a pericardial tap was performed; however, after about fifteen minutes, due to the do-not-resuscitate order status, the patient¿s death was announced.